Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger would not work because the desktop charger metal tip was broken. The caller stated since it was broken, the ins ran down and there was no charge left in it. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger h3: analysis of the desktop charger (serial# (B)(4)) found the cable assembly connector pins were broken. Additional review indicated conclusion code (B)(4), method code (B)(4), and results code (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.